Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging cough. There was no report of serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was initially contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam.the manufacturer also received information alleging cough. There was no report of patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found unknown contamination. An internal visual inspection was completed by the manufacturer and found black unknown contaminant in the iso port. The dust/ dirt contamination found on the top enclosure, front panel, bottom enclosure, rear panel, blower, blower seal, and blower box. Evidence of liquid ingress, hair like particle and keratin like substance were observed on the blower and blower box.an unknown dust contaminant was observed on the heater plate. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found one erorr. The manufacturer concludes that there was no evidence of sound abatement foam degradation found within the device.